Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient underwent tlif at levels l3-l4 to treat l3 spondylolisthesis. During surgery, surgeon placed bilateral rods and provisionally placed set screws without any trouble. He then started final tightening. When he tried to perform final tightening for right l4 after finished right l3, the product did not mate the set screw. He skipped right l4 and finished his procedure for left l3 and l4. Then he tried right l4 again but again, the driver did not mate. He eventually replaced the set screw to new one that solved the problem. The event delayed surgical time within 15 minutes. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis:functional evaluation with associated implant and driver confirmed customer concern; the implant would not engage into the driver tip. The driver passed functional verification for implant engagement. Dimensional inspection confirmed the implant hex is oversized to print. The above observations are consistent with manufacturing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.